Event description:
Customer alleges display shows "max back angle" when t&r is upright position, however cannot operate t&r control. (B)(4). No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 3gtq-mcg, serial number/date code (B)(4) is approximately 1 year 3 old. The owner's manual part number 1143151 rev I (may-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. A switch was changed out and the chair is working fine. Issue resolved.